Manufacturer narrative:
Customer reported that there was a primary alarm error, both tamper seals were removed. The device was in good condition, cracked right plunger case and visible contamination by the l bracket pole clam. Performed power up and performed infusion and occlusion test, primary audible alarm post found in ehl. Unable to determine who cause the problem, no external damage or contamination to interconnect board or speaker. Replaced speaker as preventive measure, power up and performed self test and occlusion test.

Event description:
It was reported that the primary audible alarm had error, screen gave a script that was unreadable. No patient injury was reported.